Event description:
A report was recieved that the patient's ipg was could be seen through the skin and the wound was open. The physician did not see an infection but believed that the staples were taken out too early. The physician explanted the patient's device and prescribed oral and IV antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The physician didn't fully explant the paddle lead during the original ipg explant procedure. The paddle lead was fully explanted on (B)(6) 2011 and discarded. The patient was re-implanted with a entire new system and is reportedly doing well.

Manufacturer narrative:
Model # sc-8216-50 serial # (B)(4) description: artisan surgical lead with platnalock technology - 50cm. The explanted devices will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was recieved that the patient's ipg was could be seen through the skin and the wound was open. The physician did not see an infection but believed that the staples were taken out too early. The physician explanted the patient's device and prescribed oral and IV antibiotics. The patient is reportedly doing well.